Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report numbers.

Event description:
This is being filed to report tissue damage and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted small valve area. On (B)(6) 2020, one xtr clip ((B)(4)), was successfully implanted, reducing mr to 1. Then on (B)(6) 2020, a 30 day follow up revealed that mr worsened to 4+ with a possible posterior flail chord and no improvement of symptoms. The xtr clip remains stable on the leaflets. The physician stated the worsening mr with tissue damage is due to disease of progression. The patient remained hospitalized and awaited a second mitraclip procedure. On (B)(6) 2020, the patient underwent a second mitraclip procedure to treat mr grade of 4+ and tissue damage. It was noted thickened chordae with calcification on chords. Due to a small valve, an ntr clip ((B)(4)) was selected first. The ntr clip delivery system (cds) was advanced to the mitral valve; however, after several grasping attempts, the clip could not grasp both leaflets and the tissue damage worsened. Therefore, the ntr cds was removed with the clip attached and the procedure was to be continued with an xtr clip ((B)(4)). However, after the xtr cds was opened and preparation steps were started, it was observed that the cds was expired. The cds was not used in the patient. The procedure was successfully completed with an xtw clip. One additional clip was implanted, reducing mr from 4+ to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. Based on available information, the reported failure to grasp the leaflets appears to be due to challenging patient anatomy. The reported tissue damage appears to be due to challenging patient anatomy. Additionally, tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The additional therapy/non-surgical procedure is a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.na.